Event description:
It was reported that the surgeon experienced difficulty engaging and locking the pump into position. Specifically, the slide lock did not snap or secure into place as expected, requiring 4 to 5 attempts to achieve proper engagement. The surgeon noted that similar issues had been encountered in several recent implant procedures and reported that this was the fourth consecutive case in which difficulty with the slide lock had occurred. During the procedure, the surgeon retracted and pushed the slide lock multiple times before successfully locking the pump into position.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.